Event description:
The suture was used during a removal of a skin lesion. Reportedly, the suture did not absorb properly. The surgeon applied another suture to correct the condition. The hosp has reported no pt injury occurred.